Event description:
It was reported to ge that the fluoroscopic system drive belts, which support the image intensifier, failed allowing the image intensifier to travel downward to its end stops. No injury was reported. The belts were replaced and placed back into service.